Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the programmer screen was freezing during a threshold test. The caller was advised to return the programmer to service, and there were no patient complications reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis indicated that the programmer had a loose electrocardiogram connector on a printed circuit board. The programmer was to be scrapped and salvaged for usable parts. (B)(4).

Event description:
It was reported that the programmer and radiofrequency head were returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.